Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Upon microscopic inspection it was found that the tip was good but, there was no light exiting the connector indicating an internal circumference connector fracture. Also, burn marks were observed on the connector face. Functional testing found that there was no aiming beam. Therefore, the reported event was confirmed.

Event description:
It was reported that during procedure, aseptic package was unpacked for the first use, stepped on the pedal first, the fiber could not work, and the debris shield was damaged. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the fiber identified a connector fracture.